Manufacturer narrative:
The lot number was provided for both malfunctions; therefore, a lot history review was performed. The devices have not been returned for evaluation. However, medical records and images were provided for one malfunction and confirmed tilt, perforation, and detachment. The investigation for the remaining malfunction remains inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. A root cause has not been determined. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced perforation, tilt, and detachment. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. One patient was a (B)(6) year old female patient weighing (B)(6) lb. The other patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided for both malfunctions; therefore, lot history reviews were performed. The devices have not been returned for evaluation. However, medical records and images were provided for one malfunction and confirmed tilt, perforation, and detachment. For another malfunction, medical records were provided and the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for filter tilt and perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced perforation, tilt, and detachment. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. One patient was a 33 year old female weighing 265 pounds. Another male patient was 33 year old; however, weight was not provided.